Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After pre-dilation was performed using an unknown balloon catheter, a 24x2.75mm promus premier¿ stent was advanced, however, resistance was encountered at the proximal site of the lesion and the device failed to cross the lesion. After the physician attempted to deliver the device several times, it was noted that the proximal portion of the stent struts were lifted and the stent could no longer be used. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.